Event description:
It was reported that a malfunction code appeared on a pump, identified as malf 15. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to call back if the malfunction code appeared again, acknowledging and understanding the instructions given.